Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 02/14/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks. On (B)(6) 2024, it was reported that the patient experienced a skin reaction with an infection at the sensor insertion puncture site. The infection was under the entire sensor patch area. The child was irritable and the parent transported the child to the hospital for evaluation. A doctor prescribed a topical ointment and an oral antibiotic. The child started taking the medication on (B)(6) 2024. On (B)(6) 2024, the site had returned to normal and the child had recovered. The patient was in good condition at the time of report. No additional event or patient information is available.